Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient stated about 3 days ago they noticed when they were trying to bolus the "button would get stuck at 91%" agent reviewed data and assisted patient in deleting the data. Patient was able to connect to the pump with no lag. Patient stated the wallet was falling apart. Agent sent request to repair to replace the wallet. On (B)(6) 2025 rtg0910196 (con): additional information was received from a consumer regarding a patient with an external device. It was reported that patient tried to bolus when the handset was really slow again, and it was lagging at 91%. Agent reviewed data and assisted patient in deleting the data. Patient was able to connect to the pump with no lag. Patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: 9611451-2026-00677, product ID: m977041a001, lot#serial#: unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.